Event description:
I cut the tip of my pinky finger open on a piece of aluminum chair (B)(6) 2012, and had 6 stitches put in. Three days later, I had to buy my own gauze to wrap my finger, until day 5 when the doctor looked at it again. Needless to say, the new type of gauze was found to cause a severe allergic reaction on my finger that had just been cut open, making it numb and stiff, painful to move my arm. The doctor even gave me a piece of paper saying gauze caused my reaction, the reaction was only where the new gauze was covering my hand. The original gauze from the doctor did nothing of the sort, but the gauze I bought at (B)(6), which was (B)(6) brand gauze, made my hand swell up. I have pictures of all the swelling and have to now use steroidal cream and have been massaging my hand all day so its not numb. I couldn't believe it! Then I looked online for allergic reaction to gauze on google, and found that some gauzes have iodine and weird chemicals in them now, that are widely known to cause these reactions, needless to say, I also read that this gauze usually doesn't speed up healing time either; what a scam. You should fully investigate this. There was no death, but I felt it is life threatening.